Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the surgeon was having difficulty registering the patient. The site had tried multiple point merge and trace registrations, and could not pass. Technical services (ts) walked the site through a point merge registration using the 2d images to refine the landmark location. The registration had four green points and one yellow, but had an error of 190 millimeters. The scan was not optimal for the navigation system with sixty-three slices and a spacing of 1.25. The scan cut off the ears and tip of the nose and did not cover the forehead. The site reported that the 3d model and scan quality was not good. The site was going to try one more registration and abort navigation if they could not pass. Navigation was aborted because of the inability to register the patient correctly. The procedure was completed without navigation and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue. Ts reviewed the archive and the archive showed a computed tomography (CT) with a total of 16 slices. There was no visible anatomy to perform trace registration.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that additional archives were provided but did not match the initial description reported. The full nose and forehead were captured in the exam. It was noted that the forehead surface was not smooth and there was compression of the skin near the temples and back of head.